Event description:
The clearpassage nasal strip was peeled from the packaging surface as directed by the labeling. The first strip rolled up and stuck to itself, and could not be applied to the pt. The second strip also rolled up and stuck to itself, and could not be applied to the pt. The third strip was successfully removed and applied to the pt as directed in the medical device labeling. This nasal strip immediately detached from one side of the nose and was ineffective. This third strip was removed, and a fourth nasal strip was placed successfully. In the morning, the fourth nasal strip had peeled off from the nose and was now no longer effective in opening the nasal passages as claimed in the FDA approved medical device labeling.